Event description:
It was reported that a user of the ilet did not enter a meal announcement before eating grits, after which blood glucose rose from 130 mg/dl to a peak of 330 mg/dl. Subsequent sensor reading showed 280 mg/dl trending downward after the user ate a salad. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to a missed meal announcement, and involvement of the user interface as the device component in use at the time. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.